Manufacturer narrative:
H3, h6. The real intelligence cori, pn: rob10024, sn: sn000291 used for treatment was returned to the designated complaint unit for evaluation. The investigation did not visually or functionally identify the reported problem. The software files were downloaded from the device and provided for investigation. The reported critical error message in the drill diagnostics test could not be confirmed, because the necessary log files were not provided to review (navioboot logs). The reported critical error in the case was also not confirmed, because the case files that were provided did not show a critical error. No reasonable contributing factors for the critical errors could be identified based on the received complaint information and investigation results. The critical error presented is a system fault error that occurs for an event that requires the cori to be restarted or shutdown. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a cori assisted tka surgery, they ran the drill diagnostics test and the burr was barely spinning (case-(B)(4)), also when they pressed the foot pedal they received a critical error. They rebooted, ran the drill diagnostics again and it passed, went to start a case, but received a critical error (case-(B)(4)). They rebooted the cori, calibrated successfully, and began the case. During the surgery, the real intelligence robotic drill had a disconnect error (case-(B)(4)). They proceeded to turn off, reboot, resume the case, and continue without issue. The procedure was completed with a minimal delay (fewer than 30 minutes) using the same devices. No patient injuries and no other complications were reported.